Event description:
It was reported to manufacturer, by end user, per reporter, he raised the tub lift chair, turned the chair, to remove his daughter from her bath when one of the suction cups let go, and then the other suction cup let go and the chair tipped and threw his daughter into the bathroom cabinet, hitting her head. He was very upset "this could have been very dangerous for my daughter". Reporter stated he is very familiar with the tub lift because he has used this style for a very long time. "He states the older lifters were more robust and a stout piece of equipment to use" the newer one he received, he states "is not as strong and the rubber caps are not as large". When asked what cleaning process he uses? Al stated, "he does not use any oil based cleaners - only clorox-bleach rinse after using no rust brillo pads for cleaning". Manufacturer issued to get tub lift back for evaluation. Replacement order# to send out a new lift to customer.